Event description:
It was reported following a cardiac catheterization procedure, a 6f angio-seal vip was used to seal the arteriotomy. The patient developed occlusion of the right femoral artery 5 weeks following the procedure. Collateral circulation had developed the vascular surgeon stated an intimal flap was created and the angio-seal anchor held the intimal flap down which created the occlusion. A thrombectomy was performed. The patient was reported to be stable.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.